Manufacturer narrative:
Lot number and expiry are not available at this time. Article citation: johann, pascal d., et.al. 2022. Identifying patient groups that may benefit from granulocyte transfusions in pediatric hematology and oncology. Journal of pediatric hematology/oncology. 44:7, e968¿e975. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The low grade aes where the patients did not require medical intervention following transfusion. No further reporting will be provided as this does not represent a reportable event.

Event description:
The journal article, 'identifying patient groups that may benefit from granulocyte transfusions in pediatric hematology and oncology' describes a retrospective review of patients treated with granulocyte transfusions from 2004 to 2019, median age 3 years, age range 1 to 10 years. In 99 granulocyte transfusions, the chart review identified 2 possibly related adverse events: patients 5 reacted with fever during the transfusion. In this case, this was not clearly attributable to the granulocyte infusion but could also have developed in the context of the ongoing infection. Of 10 patients who received allogeneic stem cell transplantation and survived until at least 28 days after transplantation, none experienced graft rejection and 1 suffered from acute and chronic gvhd. The article does not specify if medical intervention was required. The article does not provide further patient information details. The collection sets are not available for return for evaluation.

Event description:
The journal article, 'identifying patient groups that may benefit from granulocyte transfusions in pediatric hematology and oncology' describes a retrospective review of patients treated with granulocyte transfusions from 2004 to 2019, median age 3 years, age range 1 to 10 years. In 99 granulocyte transfusions, the chart review identified 2 possibly related adverse events: patients 5 reacted with fever during the transfusion. In this case, this was not clearly attributable to the granulocyte infusion but could also have developed in the context of the ongoing infection. Of 10 patients who received allogeneic stem cell transplantation and survived until at least 28 days after transplantation, none experienced graft rejection and 1 suffered from acute and chronic gvhd. The article does not specify if medical intervention was required. The article does not provide further patient information details. The collection sets are not available for return for evaluation.

Manufacturer narrative:
Lot number and expiry are not available at this time. Article citation: johann, pascal d., et.al. 2022. Identifying patient groups that may benefit from granulocyte transfusions in pediatric hematology and oncology. Journal of pediatric hematology/oncology. 44:7, e968¿e975. Investigation is in process. A follow up report will be provided.